Event description:
The physician attempted arteriotomy closure with the closer s 6 ft. Device following a diagnostic outpatient procedure. The device was inserted without difficulty. Once the foot was deployed, the usual pull back was performed, but the foot did not sit against the anterior wall as expected. The foot was then parked without difficulty and the device was removed from the artery. Hemostasis was attempted to be achieved via manual compression. The pt was reported to develop a "large hematoma" which could not be controlled with manual compression. The pt was taken to surgery. A tear in the common femoral artery was noted and repaired. The pt was discharged the next day with no report of further adverse pt sequelae.